Event description:
A peritoneal dialysis (pd) patient reported that they recently had surgery on their catheter. Upon additional follow-up, the patient's pd nurse confirmed the patient underwent pd catheter (not a fresenius product) repositioning on (B)(6) 2020 due to migration of the pd catheter. The nurse stated the patient is currently doing low volume manual pd therapy for the pd catheter site to heal. The nurse reported the patient has not had any adverse effects from use of any fresenius device, or product. C-652428 (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).